Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.6 inr. Donor #1: master lot: 2.7 inr. Donor #1: customer strip and meter: 2.6 inr. Donor #2: master lot: 2.6 inr. Donor #2: customer strip and meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high inr results when testing on his coaguchek xs meter with serial number (B)(4). The customer initially tested on the meter at 12:00 p.m. And the result was 3.8 inr. The customer tested on the meter again at 12:01 p.m. And the result was 5.0 inr. The customer used a different finger for each test. The customer is not sure which result is correct and did not report either result to his physician. The customer had last taken his normal coumadin dose of 3.5 mg at 6:00 p.m. On (B)(6) 2016. The customer's therapeutic range is 2.0-3.0 inr. No adverse event occurred. The customer is feeling ok. The customer has had not recent changes in lifestyle. He is not on heparin and has no antiphospholipid antibodies. The meter and strips were requested for investigation. Replacement product was sent. Relevant retention test strips (lot 206632) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.